Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that during evaluation of the device, the philips bench engineer noted the device failed to power up.